Manufacturer narrative:
H10: as this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of six for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: lihao qin, xiaocheng gu, kai wang, zhongzhi jia, tongqing xue, et al., (2023). Characteristics of option and denali inferior vena cava filters. Annals of vascular surgery, 99:349-355. Doi: 10.1016/j.avsg.2023.08.042. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of ¿annals of vascular surgery¿ titled ¿characteristics of option and denali inferior vena cava filters¿, that sometime post an inferior vena cava filter placement, out of twenty-four patients, there were six occurrences of filter tilt during retrieval. Reportedly, the device has been retrieved. There was no reported patient injury.